Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump doesn't register latch locking" was confirmed. Latch/lock did not unlock. The latch lock and the flex circuit were replaced to correct the problem. Additionally, the downstream occlusion (dso) seal and lens were damaged. The dso seal and lens were replaced. The device and software were updated and calibrated for better operation and to avoid future errors. Performance verification test was performed. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "the pump doesn't register latch locking"; during device evaluation it was found the downstream occlusion (dso) seal was damaged. Status of the product at time of event was during testing.